Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose ranged from 115-116 mg/dl. The customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned.